Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -a failure of the imaging unit -a malfunction of the circuit board inside the scope connector or system if additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was flickering. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.